Manufacturer narrative:
The abandoned lead has not been returned for analysis therefore boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure, this right ventricular lead was abandoned surgically and replaced due to low impedance measurements and loss of capture. No adverse patient effects were reported.